Event description:
The laryngoscope handle came apart with some force as resident was doing a laryngoscopy in a coded patient in trauma-burn ICU. Sats were 90, and he had a grade 1 view. As he was trying to intubate, the handle came apart with the following consequences. 1. The handle hit resident on the head - lump on his forehead. 2. Patient had a contusion on his forehead.3. Patient de-satted down to mid 40s by the time we extracted the blade from his mouth and did another dl followed up by intubation.